Manufacturer narrative:
The device was not returned for evaluation and the customer's complaint could not be verified. As part of this investigation, arthrex evaluated four other unsealed packages found by the facility. One of the packages was completely sealed and had no visual anomalies. The other three packages had the inner and/or outer pouch open. One of these packages appear to have been tampered with. Thirty two samples from seven different lots were visually inspected from stock. No open or compromised packages were found. This is the first complaint of this type for this product. The cause of this event was not determined.

Event description:
It was reported that during surgery, the surgeon noticed the package was open and the plate was reported to be half way out of the packaging. The surgeon reviewed his stock and found other packages unsealed. Surgeon decided to use the original hto plate and re-sterilized it for use. A significant delay of over 30 minutes was reported but no adverse consequences with the patient resulted from the event. This device is used for treatment.